Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed based on visual inspection of the device. The cause of the complaint was unable to be determined due to the returned state of the device. The iab was returned with a broken central lumen piercing the outer lumen and the tip of the iab bladder was damaged. Due to the damage, the device was unable to be fully functionally tested. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaints see MDR #1219856-2017-00298 and (B)(4). Also see (B)(4).

Event description:
It was reported via the call hot line. The rn called the clinical support specialist because they had a fiber optic sensor (fos) intra-aortic balloon (iab) that failed and they continued using the iab with the transducer arterial line. When the catheter was removed, blood was noted in the gas drive tubing. This complaint (#3) was generated to address the blood in the gas drive tubing that was noted by the rn. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Other remarks: for related complaints see MDR #1219856-2017-00298 and tc #(B)(4). Also see tc #(B)(4).

Event description:
It was reported via the call hot line. The rn called the clinical support specialist because they had a fiber optic sensor (fos) intra-aortic balloon (iab) that failed and they continued using the iab with the transducer arterial line. When the catheter was removed, blood was noted in the gas drive tubing. This complaint (#3) was generated to address the blood in the gas drive tubing that was noted by the rn. There were no patient complications reported.